Event description:
It was reported that the patient was experiencing pocket swelling, warming sensation, and intermittent shocking sensation. The patient was to see a doctor. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that it was believed the patient was scheduled for a pocket revision in the near future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39565-30, lot # n172265001, implanted: (B)(6) 2009, explanted unknown; extension model # 3708140, lot # njb050025v, implanted: (B)(6) 2009, explanted unknown; extension model # 3708140, lot #njb050008v, implanted: (B)(6) 2009, explanted unknown; programmer model # 37743, lot # nke112859n.